Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had extra boluses recorded in the bolus history. The customer reported experiencing low blood glucose, but did not specify a value. The customer's healthcare provider also confirmed that there were extra boluses present on the insulin pump. The customer's blood glucose was unknown at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Insulin pump passed the delivery accuracy test at 0.08765 inches. (B)(4).